Manufacturer narrative:
The evaluation revealed the broken t2 locking screws to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The screws returned were documented as faultless prior to distribution. The reported event was confirmed. The provided screws were completely broken in the shafts. All breakage surfaces were inspected in non-destructive manner. Macroscopic inspection revealed lines of rest and no plastic deformation on all breakage surfaces indicating fatigue fractures. The locking screws broke in fatigue fractures. As the 3rd screw and the nail were not impaired by any breakages or significant deformations and according to the appearance of the shorter screw ¿ significant material deformation ¿ the screws had been significantly stressed by axial load. Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. In case further information, e.g. Relevant clinical information, should become available we reserve the right to update the investigation and to change the root cause. A product deficiency was not verified.

Event description:
Surgeon reported to rep on (B)(6) 2017: 1 month after primary implant, x-rays taken on a followup visit showed that the screws were broken. Because the screws had broken so soon after the primary procedure, the fixation did not heal and became a nonunion. Surgeon removed the broken screws and the nail, and replaced with 2 screws and a nail. There were no delays to surgery and no adverse affects to patient (i.e. Pain, infection, et al) beyond revision.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon reported to rep on (B)(6) 2017: one month after primary implant, x-rays taken on a followup visit showed that the screws were broken. Because the screws had broken so soon after the primary procedure, the fixation did not heal and became a nonunion. Surgeon removed the broken screws and the nail, and replaced with 2 screws and a nail. There were no delays to surgery and no adverse affects to patient (i.e. Pain, infection, et al) beyond revision.